Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed high pressure test. The customer¿s blood glucose level was below 287 mg/dl. The customer¿s current blood glucose value was 287 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with bolus, insulin pen and exercise. Customer reported bolus wizard is programmed accurately. Infusion set cannula was not bent. Based on customer¿s report customer does allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing.